Event description:
It has been reported to philips that that the system produced a remote monitoring alert of ¿rmt - ipu: ippc memory 3 problem occurred during post - frontal¿ which could lead to a loss of live image. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the ippc memory issue. Analysis of the system log file showed that the frontal ippc memory 3 failed. During troubleshooting, the fse confirmed the ippc memory problem. The fse replaced the ippc. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.